Manufacturer narrative:
Consumer was sent a prepaid label to return the product for evaluation, but the consumer has not returned the product.

Event description:
Consumer states she turned off her humidifier when she went to bed. She alleges that she awoke to a popping noise and found the humidifier emitting smoke and sparks. No injuries or property damages were reported with this incident.